Event description:
Polyethylene wear of unexplainable or unknown origin. Acetabular cup rt hip, uncemented. Associated or related dislocation of cup. 12-10-92, original implantation. Add'l catalog # 60-3200.